Manufacturer narrative:
A MFR's service rep performed an on site investigation. The cmos battery was removed and replaced. The cmos settings were reset. The system was tested and operated as intended.

Event description:
The customer reported the cmos batteries on the itrak 3500 system are dead. No pt injury was reported.